Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Lead was returned incomplete and could not be functionally tested. Paddle portion of the lead had been trimmed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system consisting of two percutaneous leads and a neurostimulator receiver on (B)(6) 2005 for low back and bilateral leg pain. It was reported that since falling on her knees, she has lost stimulation in her legs and instead the stimulation is under her arms. The percutaneous leads were replaced with a paddle lead on (B)(6) 2007. The explanted leads were not returned to ans for evaluation. No further info is available.